Event description:
The customer reported the rd sensor stopped working with no apparent reason. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to broken traces in the flex cable near the sensor end. When connected to a lab monitor a "sensor off patient" error message is displayed., corrected data: additional information d4 lot# updated from a blank field to 20amc. D4 expiration date updated from a blank field to 01/01/2020. UDI # updated from a blank field to (B)(4). H4 device manufacture date updated from a blank field to 01/20/2020.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rd sensor stopped working with no apparent reason. No patient impact or consequences were reported.